Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a flexible ureteroscopy, using an ncircle delta wire tipless stone extractor, the shape of open basket was not "basket-like". Two of the basket wires appeared to be stuck together, impeding stone capture. The device was tested prior to use. The stone they were attempting to remove was 2-3 mm. A new basket was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle delta wire tipless stone extractor, ntsed-024115-udh, to cook inc for investigation. The basket formation was closed. The support sheath was severed. The mlla (male luer lock adapter) was loose. There were slight kinks felt, but were not visible except for one visible kink 34 cm from the distal tip. The handle could not actuate the basket formation. The handle was disassembled and could not manually actuate the basket. The basket assembly was removed from the sheath manually. The basket was shaped as intended, the failure mode could not be replicated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to the yellow support sheath being separated. No information was received from the customer related to the functioning of the basket. It was concluded the sheath damage occurred after the issue with the basket shape was noted and was not related to use of the device. The basket assembly was manually removed from the basket sheath and it was found that the basket had the normal shape. It is possible that the basket was misshapen as reported but the closing and opening of the basket caused the basket wires to resume their normal shape. Complaint confirmed based on customer testimony. The cause for the incorrect basket shape could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: purchasing. PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy, using an ncircle delta wire tipless stone extractor, the shape of open basket was not "basket-like". Two of the basket wires appeared to be stuck together, impeding stone capture. The device was tested prior to use. The stone they were attempting to remove was 2-3 mm. A new basket was used to complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.